Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Post filter deployment, patient experienced abdominal pain. Approximately a year later, CT revealed the ivc filter at l2 level, at the level of the renal veins. Approximately one year later, MRI revealed one posterior limb, penetrated the caval wall and another limb 12-13mm inferiorly into the retroperitoneal fat. The inferior tip of another limb appeared to enter into a lumbar vein. The location of the pain and the filter limb exiting the cava could be correlated. Therefore, the investigation is confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 06/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient as a prophylactic against dvt and pulmonary embolism prior to surgery for a popliteal vein aneurysm. At some time post filter deployment, it was alleged that the filter struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain in upper side of abdomen and below right breast; however, the current status of the patient is unknown.